Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer stated that she had a low and then tried to correct the low with glucose and then she had a high blood glucose level reading of 300 mg/dl. The customer's blood glucose was 167 mg/dl at the time of call. The customer declined to perform the hp test. The customer declined to check for possible site/insulin issues. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare professional's instructions. The customer was advised to call when tubing clamp was received to perform hp test to confirm pump can detect an occlusion. The insulin pump was not returned for analysis.